Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. The procedure was completed using another mynx device. There was no reported patient injury. The device was used for closure after a peripheral, interventional procedure using a retrograde approach. The user is mynx certified. The device was used with a 5f non cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery had mild tortuosity and there was mild presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2101501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as rapid inflation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. The procedure was completed using another mynx device. There was no reported patient injury. The device was used for closure after a peripheral, interventional procedure using a retrograde approach. The user is mynx certified. The device was used with a 5f non cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery had mild tortuosity and there was mild presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2101501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. The procedure was completed using another mynx device. There was no reported patient injury. The device was used for closure after a peripheral, interventional procedure using a retrograde approach. The user is mynx certified. The device was used with a 5f non cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery had mild tortuosity and there was mild presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.